Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. The medical records was provided and reviewed. Approximately after one year two months, CT demonstrated that no filter damage and mild penetration of two filter legs. Approximately after one year three months, CT demonstrated ivc filter in stable position with tilt, the prongs were intact as they did not penetrate the aorta or bowel. Therefore, the investigation is confirmed for limb perforation and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date10/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limbs penetrated the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced stomach pain; however, the current status of the patient is unknown.

Manufacturer narrative:
The lot number of the device was provided. The sample was not returned. The medical record is provided and is currently under review. (Expiry date: 10/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limbs penetrated the wall of ivc. The patient reportedly experienced stomach pain; however, the current status of the patient is unknown.